Event description:
On 01/14/2008 covidien received report of smoke from a warmtouch 5200 patient warmer. The biomed reporting the smoke started he received the device after it was dropped off by his lab door and had no other information to report. There was no report of any patient involved.

Manufacturer narrative:
When the biomed was contacted and questioned further in attempt to gain more information he stated he had none, and refused to troubleshoot or test the unit with a covidien specialist. Covidien has requested the hospital return this unit for evaluation. If it is returned and there is any significant new information a supplemental will be provided. The warmtouch 5200 patient warmer has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.